Manufacturer narrative:
Per tandem¿s t:slim user guide: humalog has been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that in late (B)(6) the customer experienced an elevated blood glucose (bg) level of 470 (mg/dl) with moderate ketones. A manual injection was delivered to address bg level. Customer stated the cause of the elevated bg level was unknown. System check with tandem technical support at the time of the call indicated the pump was performing as intended. Reportedly the customer used the cartridge for 3 days with humalog insulin. The customer was instructed by tandem technical support on cartridge and insulin labeling. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.